Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacing threshold trend curve with measurements starting from january 2019 showed stable values around 0.5 v. From may to the end of june 2019, these values started fluctuating. In the same period till september 2019, measurements of the pacing impedance showed stable values around 600 ohms. The available iegms showed artifacts on the right ventricular channel as well as on the atrial channel what was mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 23 months, oversensing on the ventricular channel was reported.